Event description:
Caller reported a cgm error indicated as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller was guided through the reset process. After the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.